Manufacturer narrative:
Th pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to verify alarms and history anomaly due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also emits a high pitched tone. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.